Event description:
It was reported that during a femoral vena cava filter deployment procedure, upon deployment the filter limbs did not fully expand. Jugular access was gained, a snare was used to expand the filter legs or retrieve the filter. The snare captured the filter and the limbs fully expanded; although, the filter became tilted it remains implanted. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Per the reported event details, upon the incomplete expansion of the filter, the jugular was accessed in order to retrieve the filter and the limbs fully expanded. The filter tilted and was left implanted. Therefore, procedural issues contributed to the tilting of the filter. The device was not returned for evaluation; however, images were provided for review. Based on images reviewed, a tilted filter can be confirmed. The investigation is inconclusive for failure to expand.